Manufacturer narrative:
H6: investigation summary the customer reported the loops are disconnecting easily, and returned 1 photo of the incident. The photo verifies the complaint as a male luer separation. The root cause of the issue cannot be found without the physical sample. Device history record review for model mp5301-c lot number 22109349 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model mp5301-c lot number 22109381 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model mp5301-c lot number 22069306 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 3 bd maxplus pressure rated extension set with needleless connector experienced component separation. The following information was provided by the initial reporter: mds-isd verbatim: the education department did find 3 other loops that disconnected fairly easily. The lot #s were: lot# 22109349. Lot# 22109381. Lot# 22069306.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 22109349; medical device expiration date: 19-oct-2025; device manufacture date: 19-oct-2022. Medical device lot #: 22109381; medical device expiration date: 21-oct-2025; device manufacture date: 20-oct-2022. Medical device lot #: 22069306; medical device expiration date: 15-jun-2027; device manufacture date: 14-jun-2022.

Event description:
It was reported that 3 bd maxplus pressure rated extension set with needleless connector experienced component separation. The following information was provided by the initial reporter: mds-isd verbatim: the education department did find 3 other loops that disconnected fairly easily. The lot #s were: lot# 22109349, lot# 22109381, lot# 22069306.